Event description:
It was reported that the lesion was an eccentric de novo stenosis in the proximal rca, with mild tortuosity and moderate calcification. A brachial approach was used and after the lesion was crossed with the guide wire, a direct stenting (contrary to IFU) was attempted. When the penta stent delivery system (sds) was pressurized to 16 atm the balloon ruptured. The physician could not remove the sds as the ruptured balloon appeared to be stuck at the guiding catheter, so the entire system was going to be removed as one unit. However, the tip of the catheter and the balloon could not be drawn through the sheath. Force was applied (contrary to IFU) and they separated and were left inside the pt. The fragment of the balloon was in the vessel of the pt's right arm. The physician injected contrast and found that the separated tip had drifted against the blood flow to the little finger. The fragment of the balloon was surgically removed from the pt's arm; however, the tip was not removed and remains in the pt. There have been no reports of any pt effects.